Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator unit was alarming o2 issue. Customer stated they are not using the o2 since they don't have o2. It was a training unit and not for patient use. The reporter confirmed that there is no patient involvement associated on this event.